Event description:
The reporter states the screwdriver was missing bit. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the screwdriver is functional in all details. The poor condition of the screwdriver adapter for the oil tin is due to improper cleaning procedures. The screwdriver bit is not part of the 90 degree screwdriver. The screwdriver bit is sold separately.